Event description:
On (B)(6) 2012, schein (B)(4) emailed a return request. The customer returned a clamp for credit because it is broken. The dental office was contacted to discuss details of the clamp breakage. A message was left on the answering machine to call back. On (B)(4) 2012, left message on the answering machine to call back about the rubber dam clamp that broke that they returned to henry schein. On (B)(4) 2012, left third voice message.

Manufacturer narrative:
Due to the clamp breakage allegedly occurring during usage life, the clamp malfunction will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Conclusion: device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage." Eval summary: clamp style w5, lot no. A1. One clamp was returned broken. Cause of breakage: customer misuse. The clamp is distorted from its original shape and it is evident that the clamp was contorted (the pitch of the jaws of the clamps were adjusted at opposite angles). This adjustment caused permanent deformation to the clamp and subsequently breakage of the clamp.